Event description:
Reporter alleged discrepant blood glucose values of 111 mg/dl back to back with a result of 16 mg/dl when testing was performed one minute apart on the compact system. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.